Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had picture of open book with a red x and question mark. The customer¿s blood glucose level was 75 mg/dl at the time of incident. Customer stated that the insulin pump had crack on battery side on back. Customer stated that the reservoir lip ring was not damaged and reservoir was locked in place. Customer stated that the insulin pump was wet. Customer stated that the keypad was unresponsive. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and was recommended to refer the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Unable to verify keypad unresponsive/button error alarm due to critical pump error alarm noted. Device received with cracked case corner of the belt clip rails near the battery compartment.